Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level (>594 mg/dl). A correction bolus was delivered to address bg. The customer performed a supply change to address the occlusion.